Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and pregnancy. Concurrent conditions included uterine myoma, appendicitis, pelvic pain female, right lower quadrant pain, hydrosalpinx, endometriosis, adenomyosis, iron deficiency anemia, neuralgia, allergic rhinitis and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced libido decreased ("lower sexual feeling"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("headaches/ migraines") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial); salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, fatigue, migraine and nausea had resolved and the libido decreased, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, migraine and nausea to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2014 (noted discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: bilateral fallopian occlusion devices noted. There is a tubular structure extending from the right side of the fundus of the uterus . This may be a dilated right fallopian tube. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: thick-walled somewhat tubular structure adjacent to the essure coil on the right, could be a prominent right fallopian tube with inflammation or hydrosalpinx.. Ultrasound pelvis - on (B)(6) 2017: 1.6 cm hemorrhagic corpus luteum in the right ovary. No sonographic evidence of torsion. Enlarged uterus. Partially visualized contraceptive coils in the fallopian tubes. Slight interval increased size of 3 cm probable intramural fibroid with internal cystic degeneration compared to 2.1 cm on prior pelvic ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received. Reporter information, medical history, lab data, concomitant drug added. This case become incident. Previously reported event injury to herself were updated to lower sexual feeling, menorrhagia, dysmenorrhea (cramping), fatigue, dyspareunia (painful sexual intercourse), abdominal pain, headaches/ migraines, nausea added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and pregnancy. Concurrent conditions included uterine myoma, appendicitis, pelvic pain female, right lower quadrant pain, hydrosalpinx, endometriosis, adenomyosis, iron deficiency anemia, neuralgia, allergic rhinitis and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced libido decreased ("lower sexual feeling"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("headaches/ migraines"), nausea ("nausea"), pelvic pain ("pelvic pain") and iron deficiency anaemia ("anemia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial); salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain, iron deficiency anaemia and hormone level abnormal had resolved and the libido decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, iron deficiency anaemia, libido decreased, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2014 (noted discrepancy) patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, fatigue, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: bilateral fallopian occlusion devices noted. There is a tubular structure extending from the right side of the fundus of the uterus . This may be a dilated right fallopian tube. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: thick-walled somewhat tubular structure adjacent to the essure coil on the right, could be a prominent right fallopian tube with inflammation or hydrosalpinx.. Ultrasound pelvis - on (B)(6) 2017: 1.6 cm hemorrhagic corpus luteum in the right ovary. No sonographic evidence of torsion. Enlarged uterus. Partially visualized contraceptive coils in the fallopian tubes. Slight interval increased size of 3 cm probable intramural fibroid with internal cystic degeneration compared to 2.1 cm on prior pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received reporter information was added new event added pelvic pain, hormonal changes, anemia and event outcome added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.